Event description:
Pt with multiple joint arthritis, who is 5 yrs status post left total arthroplasty developed sudden onset of pain, swelling and instability in the left knee. X-rays revealed a broken tibial component. Revision of total knee arthroplasty was done 3/16/1998.